Event description:
It was reported that during a cataract procedure the machine had a sudden shut down resulting in clinic converting to a small incision cataract surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer report number should have been 3006695864. Placeholder.

Manufacturer narrative:
Information to properly complete an investigation was requested on (B)(6) 2012. All pertinent information available to amo has been submitted.

Manufacturer narrative:
Upon inspection and analysis of the phacoemulsification unit, field service engineer found that he could not duplicate the reported issue. Per fse the unit was checked out and functional. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.